Event description:
The customer contact reported a disconnection. On an unspecified date, the extension tubing set was being used to deliver an unspecified volume of lactated ringers at an unspecified rate and unspecified concentrations of versed and fentanyl, via IV push. At an unspecified time, the locking spin collar of male adapter of the extension tubing set was connected to the female adapter of the pt's IV catheter. After an unspecified length of time, it was reported that the locking spin collar on the male adapter of the extension tubing set had disconnected from the female adapter of the IV catheter and an unspecified volume of solution had leaked onto the pt's bed. The customer contact reported that the locking spin collar of the extension tubing set was reconnected to the IV catheter. The extension tubing set remained in clinical use and the therapy was resumed. It was reported that during the procedure, the pt rec'd approx 3-4 times more fentanyl than expected and approx twice as much versed than expected. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from the same lot number was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.